Manufacturer narrative:
Block h6: medical device problem code a150103 for the reportable issue of bands premature deployment. Medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. The tripwire was secured on the handle assembly and the slack was taken up correctly. It was also noted that the tripwire was kinked. Microscopic examination was performed, and it was found that one tooth of the ligator head was bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event of failure to deploy bands was confirmed. The ligator head returned with 6 bands attached and overlapped. The deployment failure could have been related to the damaged ligator head tooth since the first band was deployed. The remaining bands were still located on the ligator head and not deployed so the reported event of premature deployment was not confirmed. Additionally, the trip wire was found kinked. This could have been generated due to user manipulation or some technique applied while setting up the device. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used above the anorectum dentate line during an endoscopic band ligation procedure performed for the iii degree of hemorrhoids on (B)(6), 2021. During the procedure, when the second band was deployed, the sixth band was detached out of turn and it led to entrapment. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used above the anorectum dentate line during an endoscopic band ligation procedure performed for the iii degree of hemorrhoids on (B)(6) 2021. During the procedure, when the second band was deployed, the sixth band was detached out of turn and it led to entrapment. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.